Event description:
It was reported that when patient presented remotely via merlin.net transmission, an alert for high, out of range, high voltage impedance issue was observed on the device. Programming changes were recommended. No further information available.

Manufacturer narrative:
The reported field event of an hvli anomaly was confirmed. Bench testing found there to be a high rv to can impedance. Further analysis found the cause to be due to a u1 anomaly.

Event description:
New information received. Device was explanted. No further information available.